Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that pt's implant is no longer in service and doesn't know for how long. Tss reviewed possibility of overdischarge and redirected to managing hcp to interrogate device and determine MRI eligibility if she cannot charge on her own. It was reported that the ins completely depleted and needed to get an MRI. Patient stated it could not be jumpstarted. Patient stated it will be removed at a later date.